Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation found the teflon pad had separated from the grasping section exposing metal. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe. This type of teflon pad damage is most likely related to the operator's error. The reported phenomenon of device not working was unable to be confirmed. However, the most likely cause of the device not working can be attributed to over activation of the output during use. It is believed that the error message was observed prompting the user to replace the device. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a gastric bypass procedure, a short circuit error occurred (handpiece did not work). Another similar device was used to successfully complete the procedure. There was no patient injury reported. No further details were provided.